Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No ts or suture remain on the insertion or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device would not function properly. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Manufacturer narrative:
Device is not distributed in the united states but is in the same family of devices as distributed united states product.

Event description:
It was reported that the second t, t2 did not deploy. T1 was removed from the patient. A backup device was used to complete the procedure. No patient injury reported.